Event description:
A customer reported experiencing poor vacuum during a procedure. The handpiece and tubing were exchanged however this did not improve performance. Subsequently a second handpiece and tubing were used with a different system to complete the case. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system but could not duplicate the problem reported. The company representative tested the vacuum with no problems noted. The vacuum was within product specifications. The system was then tested and met all product specifications. The root cause is unknown. (B)(4).